Event description:
It was reported that during an unknown procedure, error code 5. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Mount the handpiece was received with the mount loose. It was connected to a generator, evaluated with a test instrument and resulted in an error code 5 displayed by the generator. The instrument was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reached as to what caused this issue.